Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass, minor scratches on the display window, broken reservoir tube lip, and a dented case due to a dog chew. The insulin pump was monitored and no acid was noted to the battery compartment or insulin pump. (B)(4).

Event description:
The customer's parent reported via telephone call that the screen was discolored and that the insulin pump was cracked. The blood glucose reading was 110 mg/dl. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.